Event description:
Following a carotid stenting procedure, the patient suffered uncontrolled hypertension in the recovery room and was diagnosed with a myocardial infarction (mi). A female was consented to the study in 2008. The index procedure was completed on the same day, and the patient was asymptomatic. The target lesion location was the bifurcation of the right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6 mm. Target lesion diameter stenosis was 85% with lesion length 13mm. Total length of stented segment was 30 mm. Geometry of lesion was described as eccentric and ulcerated. It is unknown if the lesion was pre-dilated. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was then implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was not documented. The procedure was completed. The patient left the angio suite neurologically intact. When the patient arrived at the recovery room she was suffering uncontrolled hypertension. The patient was diagnosed with a mi.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.